Event description:
Additional information indicated that a surgical intervention occurred wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-05918. It was reported that the patient was experiencing ineffective stimulation due to a fall and lead migration. As a result, surgical intervention is pending to address the issue.